Manufacturer narrative:
The reported reader (B)(6) was returned. Visual inspection has been performed on the returned reader and no issues were observed. Built-in test was performed and all results were within specification. No error message was observed. Therefore, issue in not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an "error-9" message from the adc device. The customer experienced hypoglycemia symptoms described as dizziness, sweating, great hunger, thirst and shaky. The the customer was seen by a healthcare professional who administered glucose (dose unknown) injection for treatment. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an "error-9" message from the adc device. The customer experienced hypoglycemia symptoms described as dizziness, sweating, great hunger, thirst and shaky. The the customer was seen by a healthcare professional who administered glucose (dose unknown) injection for treatment. No further details were provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported receiving an "error-9" message from the adc device. The customer experienced hypoglycemia symptoms described as dizziness, sweating, great hunger, thirst and shaky. The customer was seen by a healthcare professional who administered glucose (dose unknown) injection for treatment. No further details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.